Event description:
It was reported that the patient was followed up at the assisted living facility. Upon interrogation, it was found that the pacemaker exhibited failure to interrogate via induction. No intervention was performed. Patient condition was stable.